Event description:
It was reported that the right atrial lead exhibited intermittent noise. During lead revision procedure on (B)(6) 2018, it was discovered that the sutures were tight on the suture sleeve of this lead, and an insulation breach was noted underneath the sleeve. The lead was removed and replaced while the system was upgraded to be MRI compatible. The patient was discharged after the procedure with no further complications or adverse events.

Manufacturer narrative:
Final analysis found a partial lead measuring 42.2 cm returned for analysis. External insulation abrasion was noted from 30.6 cm to 31.0 cm from the distal tip, consistent with friction against another implantable device or feature of the heart. The complaint of noise was confirmed and noted to be due to this abrasion. The insulation breach under the suture sleeve could not be confirmed. All other damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.